Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis procedure was performed when the issue happened. The procedure was completed as the module works perfectly. A philips field service engineer (fse) inspected the system onsite and confirmed that geometry module is broken. Upon some functional test, fse found the cause of the issue cover was broke as it was hit by clinical bed. Fse replaced control module tilt. After replacement of control module tilt, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry module was defective and required replacement. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.